Event description:
The intraocular lens was removed and replaced without complication, due to a decentration of the iol 2 years after implant.

Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. No manufacturing defects were found. One haptic was noted to be broken. The reporter confirmed this occurred during explant of the iol. The lens met all manufacturing specification prior to release. While we are unable to definitively determine the cause of this event we have no reason to suspect it was manufacturing related.